Event description:
It was reported that an ilet user experienced episodes of low glucose, including a documented value of 39 mg/dl, in the context of meal announcements and treatment behavior that suggested overtreatment leading to a roller coaster effect. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment and troubleshooting with education regarding appropriate low treatment and meal announcement timing. Investigation included review of system data by support, user interview, and troubleshooting with education. Investigation of this case revealed user-related factors, including announcing a meal at a glucose of 80 mg/dl and subsequent overtreatment, which can contribute to fluctuating glucose levels; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error and behavior patterns rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.